Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and bradycardia. It was noted that the patient felt the implantable pulse generator (ipg) was not working properly. The ipg remains in use. No further patient complications have been reported as a result of this event.